Event description:
It was reported that the insulin pump had a case which was broken near the display window. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with partial missing display segments due to a cracked and bleeding liquid crystal display glass. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked reservoir tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.